Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged difficulty breathing related to a CPAP device's sound abatement foam.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing.a follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The manufacturer received information alleging left side pain and difficulty breathing. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found white dust contaminant on the o-ring of the rare panel, unknown dust contaminant was observed on the blower, blower seal and blower box. Evidence of liquid ingress was observed on the blower and blower box. Hair like partciles and unknown dust contaminants were observed on flip lid seal and bottom of humidifier. An unknown dust contamination was present on dry box seal. An unknown contaminant and discoloration were observed on the dry box. Unknown contaminant particles were observed on the back panel. A dark unknown contaminant was observed on the bottom cover and on the bottom of the humidifier beside the heater plate. The heater plate was observed to have an unknown dust contaminant on it. The manufacturer visually inspected the device internally and observed a dark unknown contaminant on the inside of the iso port of the flip lid. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of liquid ingress and dust contamination were observed and are consistent with being from an external source. Section h6 were updated in this report.